Event description:
During procedure a small wire piece fell off the instrument and had to be retrieved from inside the patient. Manufacturer response for ligasure sealer/divider dolphin tip, covidien (per site reporter): manufacturer provided rga# and product return packaging.